Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device being operated beyond its useful life. The customer will have their device replaced and the returned device has been archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the customer¿s device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device being operated beyond its useful life. The customer will have their device replaced and the returned device has been archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the customer¿s device was unable to charge for defibrillation therapy; therefore energy delivery would not be available if needed. There was no patient use associated with the reported event.